Manufacturer narrative:
Date rec'd by MFR: 02dec2019. The manufacturer's international service technician performed troubleshooting and was unable to confirm the reported issue. No anomaly was observed; therefore, it was suspected that the cause of the reported event was external to the device. The fse completed periodic maintenance on the device and found no malfunctions. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
It was reported that the unit canceled standby mode unexpectedly. There was no patient involvement.